Manufacturer narrative:
The investigation into the aic controller failure alarm has been completed. The aic was returned for evaluation. The cause of the aic issue was a firmware corruption.

Event description:
The user facility biomedical engineer reported the automated impella controller (aic) had a "controller failure" alarm at the conclusion of a case. There was no patient harm.